Manufacturer narrative:
Investigation into this event did not identify a root cause for the centrifuge to post 11 minutes on the timer display.

Event description:
The customer observed that the centrifuge posted a time of 11 minutes instead of the expected 10 minutes. The run was aborted and no results were reported. Samples that are centrifuged longer than expected could result in erroneous results. There was no report of pt harm as a result of this event.